Manufacturer narrative:
This report is being filed to update the initial reporter information, describe event or problem, type of reportable event.

Event description:
It was reported that this device was implanted three weeks ago and recently had triggered safety mode. Technical services (ts) advised a mandatory and urgent device replacement as pacing therapy could not be guaranteed. No adverse patient effects were reported. The device was explanted and expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that this device was implanted three weeks ago and recently had triggered safety mode. Technical services (ts) advised a mandatory and urgent device replacement as pacing therapy could not be guaranteed. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that this device was implanted three weeks ago and recently had triggered safety mode. Technical services (ts) advised a mandatory and urgent device replacement as pacing therapy could not be guaranteed. No adverse patient effects were reported. The device was explanted and expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observation.

Event description:
It was reported that this device was implanted three weeks ago and recently had triggered safety mode. Technical services (ts) advised a mandatory and urgent device replacement as pacing therapy could not be guaranteed. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.